Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was in use, the epg "misfired" and caused the patient to code. The epg was tested by the facility and no anomalies were observed. The epg is expected to be returned. No further patient complications have been reported.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the generator "misfired", it passed all automated and bench testing with no anomalies observed. It was noted that the upper and lower case halves and one bail cover were broken, the battery contacts were compressed, the keyboard window was scratched and the serial number label was damaged. Due to the length of service the generator was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.